Event description:
The patient noted the catheter connector was separated from the titanium adapter, when the transfer set was used less than 3 months. The patient acquired peritonitis and was hospitalized for treatment (unknown). No additional information is available at the time of time report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.